Event description:
It was reported that cgm error 42 occurred. There was no adverse impact to the customer¿s blood glucose level. Cts provided pump reset information, walked the caller through a pump reset, and the caller successfully started their sensor session without the error reappearing.